Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had multiple pump error alarm. Customer's blood glucose value was unknown at the time of the incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Constant motor error alarms during rewind due to corroded motor home switch. Unable to perform self test, off no power test,unexpected restart error test, displacement test, rewind test, basic occlusion test, prime test, occlusion test, excessive no delivery test or current measurements due to constant motor error alarms. Unable to verify motor arm failed self-test alarms due to motor error alarms. Device received with moisture damage on electronic board stack and moisture damage on force sensor resistor .